Event description:
The manufacturer received information alleging a ventilator required service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module and harness were replaced to address the issue.

Manufacturer narrative:
Sections b3 and g3 were corrected to reflect the manufacturer's awareness date.

Manufacturer narrative:
The customer initially reported the device could not be used due to an out-of-box failure with a service required condition upon start-up of the device. Upon evaluation of the device by the manufacturer on 28dec2021, a reportable event was observed (service required code observed in the event log).  This report is being submitted to capture the reportable event found upon device evaluation.  The replaced components, oxygen blending module and harness, were returned to the manufacturer's product investigation laboratory for further investigation. The components passed all testing and were found to operate as designed. The device manufacture date (section h4) was initially reported as 11/22/2021. The corrected manufacture date is 09/04/2020.